Event description:
It was reported that removal difficulties were encountered. The patient was being treated for coronary artery disease. The 80% stenosed, 5.00mm x 20mm, eccentric target lesion with no significant bend was located in the moderately tortuous and moderately calcified left anterior descending artery (lad) to unprotected left main (lm). After obtaining vascular access via the radial artery, pre-dilatation was performed, and a 3.50 x 24 synergy drug-eluting stent was advanced for treatment. The stent delivery system (sds) balloon was inflated without difficulty and the stent was fully deployed and well apposed. After stent deployment and post-dilatation, the sds balloon was deflated 30-40 seconds for retraction with visual fluoroscopy confirmation. However, during withdrawal, the sds balloon buckled up, got stuck, and could not be removed from the stent. The push and pull method was used to remove the sds balloon with a lot of difficulty. The stent remained implanted. There were no patient complications reported and the patient status was stable.